Manufacturer narrative:
(B)(4). The event of "infection (late onset), drainage, wound dehiscence, seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset), drainage, wound dehiscence, seroma-late, visibility/ palpability.

Event description:
Patient reported left side ¿pain, erythema, and swelling with fever and chills". Treatment included antibiotics. Also ultrasounds and MRI indicate there is fluid around the implant. Device remains implanted.